Event description:
On (B)(6) 2012, ziv6-35-125-6.0-60-ptx (lot number c778441) was placed in the right above-knee popliteal artery. On date unknown, ziv+-35-125-7.0-40-ptx was placed. On (B)(6) 2013, thrombosis of the right lower extremity was confirmed by angiography. Smart stent(s) was placed and patency of the vessel was confirmed. Recovery of the patient was confirmed on (B)(6) 2013.

Manufacturer narrative:
There were no zilver ptx devices of lot number c778441 in stock at the time of the complaint investigation. The stent was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Angiography images were not available to support the complaint investigation; therefore, the customer complaint could not be confirmed. According to thrombosis questionnaire provided for this complaint, the patient had known potential risk factors for thrombosis such as uncontrolled diabetes, hypertension and smoking. In addition, residual inflow/outflow was evident which is also considered as contributing factor to stent thrombosis. Based on the above it may be noted that the patient had a number of risk factors that could have contributed to the thrombosis event. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It may be noted that thrombosis is known potential adverse effect as per instruction for use. Health risk assessment was initiated for stent thrombosis. According to the initial reporter, recovery of the patient was confirmed on (B)(6) 2013. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.